Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, a flow accuracy test was performed, and there were no issues noted. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. While in the hematology/oncology department, the patient was receiving an unspecified medicated solution at 125ml/hour with a volume to be infused of 300ml. Allegedly the solution ¿ended before the second hour¿; theoretically, ¿it should have continued after the second hour at a slow flow.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation . Additional information h11: the event history log was performed for the reported event date. The customer reported a rate of 125ml/hr with volume-to-be-infused 300ml. The log revealed the user programmed the volume to be infused of 125ml/which would result in a 1 hour infusion completion time and indicating user programming error. The infusion completion did alarm within intended time. Should additional relevant information become available, a supplemental report will be submitted.